Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue on 9/22/2014. The fse found that pendant cable was crimped and zip-tied too tight. Was able to recreate the e-stop problem by gently tugging on cable. Also found that the umbilical was faulty. Replaced from trunk stock. A replacement interface cable was sent to site, replaced and sent back to manufacturer. System tested and passed. Fully functional, it was put back into use. Confirmed reported problem "pendant reading as disconnect". Failed validator continuity test. Broken wire j2 pin 9 to lemo pin 21. Failure mechanism:connector damaged. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A hospital representative called to report that the imaging system is displaying e-stop during movement, which is intermittent dongle is fully seated. There was no patient present when this issue was identified.